Event description:
During evaluation of a returned homechoice device, an increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 20:40:37. During night drain cycle five, the patient's ultrafiltration reading was 1482ml, indicating the home patient (hp) drained 1482ml more than their maximum programmed fill volume of 2000ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received by baxter for evaluation. All returned homechoice devices receive a returned instrument testing evaluation (rite). This evaluation includes functional and electrical testing on the device. Review of the event log found evidence of the reported iipv condition. The cause was determined to be a use error, inappropriate bypass of the drain, not including I-drain. Homechoice / homechoice pro apd systems patient at-home guide gives instructions on how to bypass the drain phase. A formal review of the label for the product family will be conducted. Should additional relevant information become available a supplemental report will be submitted.